Manufacturer narrative:
Correction: g4.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s inguinal hernia was discovered when their pd catheter (not a fresenius product) was surgically placed. The pdrn reported the surgeon elected not to repair the hernia but noted it would likely require surgical intervention at a later date. The patient¿s drain complications were recently linked to the enlargement of the patient¿s inguinal hernia (specifics not provided) and would require surgery to repair. The pdrn stated the patient successfully underwent an outpatient inguinal hernia repair and was released the same day. The patient returned home and resumed ccpd utilizing a replacement liberty select cycler. The patient¿s fill volume was decreased to 1000 ml per fill, until approximately mid-may. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s inguinal hernia did worsen since beginning ccpd for renal replacement therapy (rrt).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual indications of dried fluid on the bottom cover under the pump and behind the front panel and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s inguinal hernia was discovered when their pd catheter (not a fresenius product) was surgically placed. The pdrn reported the surgeon elected not to repair the hernia but noted it would likely require surgical intervention at a later date. The patient¿s drain complications were recently linked to the enlargement of the patient¿s inguinal hernia (specifics not provided) and would require surgery to repair. The pdrn stated the patient successfully underwent an outpatient inguinal hernia repair and was released the same day. The patient returned home and resumed ccpd utilizing a replacement liberty select cycler. The patient¿s fill volume was decreased to 1000 ml per fill, until approximately mid-may. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s inguinal hernia did worsen since beginning ccpd for renal replacement therapy (rrt).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an inguinal hernia (characterized by drain complications), which warranted surgical intervention and low volume pd therapy. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency and/or malfunction occurred. Furthermore, the pdrn reported the patient¿s inguinal hernia was discovered during the insertion of the patient¿s pd catheter (not a fresenius product), prior to beginning pd therapy. However, the inguinal hernia has worsened since beginning pd therapy; therefore, the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s inguinal hernia. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) underwent hernia surgery. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s inguinal hernia was discovered when their pd catheter (not a fresenius product) was surgically placed. The pdrn reported the surgeon elected not to repair the hernia but noted it would likely require surgical intervention at a later date. The patient¿s drain complications were recently linked to the enlargement of the patient¿s inguinal hernia (specifics not provided) and would require surgery to repair. The pdrn stated the patient successfully underwent an outpatient inguinal hernia repair and was released the same day. The patient returned home and resumed ccpd utilizing a replacement liberty select cycler. The patient¿s fill volume was decreased to 1000 ml per fill, until approximately mid-may. Per the pdrn, the patient¿s liberty select cycler did not malfunction; however, the patient¿s inguinal hernia did worsen since beginning ccpd for renal replacement therapy (rrt).